Event description:
It was reported that, "pt had an infection so all stryker implants were explanted."

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat #1236-2-856, lot #33301001, description: restoration adm x3 ins 28/56; cat #1235-2-561, lot #g2899439, description: restoration adm cup w/ha; cat #6570-0-128, lot #32779101, description: delta v-40 ceramic head 28/0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.